Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 29-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he was not able to get any coverage for his lower back/spine or to both of his feet. The patient stated he would get stimulation at his hips and thighs but not those other areas. The patient noted he had been readjusted about five times and none of those times had helped. The patient mentioned not being sure what to do since he felt like he had an implant that was worthless inside his body. The indication for use was spinal pain. No device issues reported. Additional information was reported that the reason the patient could never get their ins to work was because the doctor didn't put the lead high up enough in their spine when it was implanted. The patient stated they had their spinal cord stimulator (scs) removed and replaced with another manufacturer's product. No further information was reported.